Event description:
During surgery, after mixing the cement using acm for 1 minute and 30 seconds, it started to get hardened and completely set within 8 minutes which is too quick. Also, polymer and the monomer were not mixed well (incorrect consistency). The operating room temperature was at 19-20 c. The cement was stored at 22-23 c at the hospital for 2-4 days, and prior to that, it was stored at one of our distributor's warehouse at 21 c. No antibiotic mixed with the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.